Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that resistance was experienced during the fill process. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.